Event description:
It was reported that a pt underwent a spinal surgery using rhbmp-2/acs. At an unk time post-op, the pt showed signs of clinically insignificant heterotopic bone growth to one additional level.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unk if any of the device contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.